Manufacturer narrative:
It was reported that a patient safety incident occurred involving a centrella bed and pro surface. The patient¿s arm allegedly became caught between the lower bed rail and surface, the patient fell out of bed, and reportedly sustained an arm fracture. The patient in this incident was reported to be on the smaller side and elderly. The customer conveyed this incident to a baxter clinical specialist who was onsite conducting bed training, which was a result of the patient safety incident. Training on the centrella bed features was provided to nursing staff, housekeeping, and maintenance personnel. No additional information was provided by the customer or baxter clinical specialist. The centrella smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The pro+ mattress is intended for patient support and for the prevention and/or treatment of pressure injuries and is approved for use on the centrella® smart+ bed (36 inches (91 cm) and 40 inches (102 cm) wide). In this event, the patient reportedly sustained a fractured arm, and no medical intervention was reported. However, based on the nature of the injury, medical or surgical intervention was likely required to prevent permanent impairment of a body function or permanent damage to a body structure; therefore, it can be reasonably concluded a serious injury occurred. Follow up attempts to obtain additional incident information from the customer are in progress and a device inspection is pending. A device malfunction cannot be ruled out at this time. Should additional information become available, the complaint will be reassessed. 07may2024 update: the baxter service technician attended the hospital and a nurse provided the following information. The hospital was unable to confirm the serial number of the bed involved in this incident; therefore, a device inspection could not be performed. Per the nurse, the incident occurred more than a month ago, the patient¿s injuries were minor, and the patient has since been discharged from the hospital. Patient information was confidential and no further information was provided by the nurse. Although follow up information from the nurse indicated the patient¿s injuries were minor, it was initially reported that the patient fractured their arm, and the initial assessment of serious injury remains unchanged for this reason. Additionally, as the customer was unable to identify the bed involved for inspection by baxter, a device malfunction cannot be ruled out.

Event description:
It was reported that a patient safety incident occurred involving a centrella bed and pro surface. The patient¿s arm allegedly became caught between the lower bed rail and surface, the patient fell out of bed, and reportedly sustained an arm fracture.this report was filed in our complaint handling system as complaint #(B)(4).